Event description:
As reported, in 2007, this patient underwent endovascular repair using a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. A reintervention was performed two months later, using an additional contralateral leg component. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient was a trunk ipsilateral leg component pxt261414.